Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. This device's allegation was not confirmed as this device was depleting normally.

Event description:
It was reported that this pacemaker depleted earlier than expected. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker depleted earlier than expected. This device was explanted. No additional adverse patient effects were reported.